Event description:
It was reported that a patient underwent a revision procedure approximately 4 months post implantation due to aseptic fungal infection, severe pain and ambulation difficulty. The patient was experiencing chills, night sweats, fever, and knee pain immediately after the initial procedure and this continued until the revision occurred where an acl graft and the hardware was removed. The patient has continued to have pain and mobility issues and an additional procedure to remove fungal growth occurred approximately 5 months post op.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: compositcp 60 11x30mm int scr cat# 905263 lot# 195056. Anterior tibialis fz asp cat# (B)(6) serial# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.